Manufacturer narrative:
(B)(4) . Mfg date: since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure being performed was a tension-free vaginal tape sling, cystoscopy. Pre-op diagnosis: genuine stress urinary incontinence. Post-op diagnosis: genuine stress urinary incontinence. On (B)(6) 2015 the patient underwent a lap total hysterectomy/mesh removal, bilateral salpingectomy, cystoscopy. Pre-op and post-op: mesh erosion on the left vaginal apex.